Event description:
Customer's (a pt) mother reported that due to receiving an error 4 message on the display of her son's freestyle lite blood glucose meter after inserting a test strip, she could not check his glucose meter after inserting a test strip, she could not check his glucose and did not know how much insulin to give him. She further reported he became unresponsive, had a glazed look in his eyes, became aggressive towards his parents, experienced a seizure and lost consciousness. Paramedics were called and they started a dextrose solution via intravenous infusion. Customer also self-treated by ingesting a "sugar tablet". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A finial report will be submitted when the investigation is complete.